Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated two opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with retracted cannula. Unable to confirm if customer received sensor in said condition due to customer returned opened/used. One remaining sensor performed bicarbonate buffer test and sensor failed per specification with high readings.

Event description:
It was reported that the customer's sensor had an electrode and wires sticking out of it once she removed it from her body. The customer's blood glucose level was 140 mg/dl. The customer also reported calibration errors from her sensor. Standard troubleshooting was performed. The customer changed out her sensor and will monitor the issue. The product is being returned. Nothing further was reported.